Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has been returned. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized for high blood glucose. Customer stated that he has been fighting with infection and other issues. It was also reported that customer has scar tissue in insertion areas. Customer believed pump to be functioning properly and troubleshooting was not performed at time of call.